Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (B)(6) 2007; 5068 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular lead had increased impedance that was high and increased threshold in bipolar configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.